Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, was advised that replacement pump software would not work with current sensor and to contact healthcare provider for a compatible sensor, and was instructed to let battery fully deplete, return problematic pump within 10 days using provided shipping materials, and reprogram pump settings into replacement pump that was arranged by technical support.